Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).. Device evaluated by MFR: the coyote es catheter was received inside a carrier tube (hoop). There was blood in the balloon and inflation lumen. The tip was damaged. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall aligned with the distal end of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The target lesion was a chronic total occlusion located in the moderately tortuous and severely calcified right peroneal artery. After a non-bsc guide wire was crossed the lesion, a 2mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, on the first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The physician removed the balloon intact and the procedure was completed with a 20mm x 20mm non-bsc balloon catheter. No patient complications were reported. Patient's status was good.